Event description:
Correction to g3 of the initial medwatch. The aware date should be 23-jun-2021.

Event description:
This supplemental report is being submitted to update section b2.

Event description:
The customer reported after being notified by the state board of health, a cluster of six gastroenterology patients have been diagnosed with the same strain of carbapenemase-producing pseudomonas aeruginosa (cppa) during a six-month period. All six patients were found to have undergone procedures using the same evis exera iii gastrointestinal videoscope. Patient 1 of 6 is reported in case with patient identifier (B)(6). Patient 2 of 6 is reported in case with patient identifier (B)(6). Patient 3 of 6 is reported in case with patient identifier (B)(6). Patient 4 of 6 is reported in case with patient identifier (B)(6). Patient 5 of 6 is reported in case with patient identifier (B)(6).(this report) patient 6 of 6 is reported in case with patient identifier (B)(6). In this patient case: 17 days after esophagogastroduodenoscopy (egd)/upper gastrointestinal (ugi) procedure using an evis exera iii gastrointestinal videoscope, the patient had bronchial alveolar lavage (bal) culture results showing: pseudomonas aeruginosa, carbapenem resistant (carbapenemase producer). The patient required unspecified treatment due to the infection. The indication for the procedure was management of anastomotic fistula, gastropleurobronchial fistula, and nausea with vomiting, the procedure was most recently performed on (B)(6) 2021 (the patient had numerous procedures). The patient¿s history was significant for lymphoma, malignant neoplasm of the esophagus-s/p ivor lewis procedure complicated by gastro-pleural-bronchial fistula with intrahepatic abscess, and adult respiratory distress syndrome (ards). The patient¿s current condition is reported as deceased. The patient¿s cause of death is not known to be associated with the device at this time. Cause of death has been requested, but not provided at the time of this report. The customer verified there was no malfunction of the olympus scope during the procedure. The customer reports after becoming aware of these events, the scope was immediately quarantined. The suspect scope was cultured, and all cultures were negative for pseudomonas aeruginosa. The customer also reports the suspect scope was carefully examined with no abnormalities noted. No breaches were found from standard high-level disinfection processes.